Manufacturer narrative:
The device was returned for evaluation and the purge gap was large confirming the bearing had failed at the end of support on the 13th day. This is beyond the indication of use for the impella cp pump. The repositioning unit was inspected and no damage was found that could have contributed to the access site bleeding. The clinical suggests the patient may have been experiencing disseminated intravascular coagulation (dic) during the case. The root cause of the access site bleeding was unable to be determined, but was likely due to a patient's condition.

Manufacturer narrative:
The impella cp optical pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white female patient had impella cp optical pump inserted in the right femoral artery (rfa). The patient had hematoma on the right groin and as a result less than ten (10) units of packed red blood cells (prbcs) and one (1) unit of platelet was given over four to five days of support.